Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the blood pump rotor guide (pin) sleeves were coming loose which cut the bloodline tubing resulting in air in the system and a blood leak. Additional information was provided upon follow-up with the facility¿s clinical manager (cm). The event occurred two hours and fifty-two minutes into hemodialysis (hd) treatment. The 2008t hd machine alarmed with high transmembrane pressure (tmp) and venous pressure (vp) alarms. The treatment was stopped, and blood from the arterial line only was returned to the patient. The access line was clamped. The lines were inspected by the patient care technician (pct) and registered nurse (rn), and a blood leak was noted at the tubing surrounding the rotor. The patient¿s estimated blood loss (ebl) was 200 ml. The patient did not complete their hd treatment as this occurred toward the end of a three hour and fifteen-minute treatment. It was confirmed the event did not result in any serious patient injury or harm, nor was any medical intervention required. The bloodline being used was a fresenius combi set. There was confirmed to be visible damage on the bloodline when it was removed from the blood pump rotor. The bloodline tubing had been inspected prior to use with no damage noted. There were no unusual noises coming from the blood pump rotor during priming or during treatment. The machine was removed from service, and it was found that the blood pump rotor guide (pin) sleeves were coming loose. The blood pump rotor was replaced. Photos of the blood pump rotor were provided for review. The blood pump rotor was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the reported event was able to be confirmed by referencing the attached photos. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
It was reported that the blood pump rotor guide (pin) sleeves were coming loose which cut the bloodline tubing resulting in air in the system and a blood leak. Additional information was provided upon follow-up with the facility¿s clinical manager (cm). The event occurred two hours and fifty-two minutes into hemodialysis (hd) treatment. The 2008t hd machine alarmed with high transmembrane pressure (tmp) and venous pressure (vp) alarms. The treatment was stopped, and blood from the arterial line only was returned to the patient. The access line was clamped. The lines were inspected by the patient care technician (pct) and registered nurse (rn), and a blood leak was noted at the tubing surrounding the rotor. The patient¿s estimated blood loss (ebl) was 200 ml. The patient did not complete their hd treatment as this occurred toward the end of a three hour and fifteen-minute treatment. It was confirmed the event did not result in any serious patient injury or harm, nor was any medical intervention required. The bloodline being used was a fresenius combi set. There was confirmed to be visible damage on the bloodline when it was removed from the blood pump rotor. The bloodline tubing had been inspected prior to use with no damage noted. There were no unusual noises coming from the blood pump rotor during priming or during treatment. The machine was removed from service, and it was found that the blood pump rotor guide (pin) sleeves were coming loose. The blood pump rotor was replaced. Photos of the blood pump rotor were provided for review. The blood pump rotor was confirmed to be available for manufacturer evaluation.